Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no patient concerns or risk associated with this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the size 4 actis broach was not attaching to broach handles on the sterile field. Male attachment appears to be bent. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the actis broach sz 4 was severely deformed from the post. Additionally, the device exhibits signs of heavy use causing the etching to be unreadable. The potential cause for the deformation at the post can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled and impaction forces combined with handle not being fully secured onto the broach. Proper handling and adherence to the approved use of the device can diminish the risk of failure. The observed illegible etch condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was performed using a laboratory sample mating device and was able to replicate the reported unable to assemble condition due to the broach presents resistance at the moment of assembling, was not able to engage properly. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved for the device due to the illegible etch. The overall complaint was confirmed as the observed condition of the actis broach sz 4 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved for the device due to the illegible etch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 4 actis broach was not attaching to broach handles on the sterile field. Male attachment appears to be bent.